Event description:
It was reported that the patient experienced a low blood glucose episode several hours after a meal that had been announced, with troubleshooting and education completed and treatment consisting of oral glucose; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with associated hot flashes or flushing. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no specific findings and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.